Manufacturer narrative:
Date rec'd by MFR: 05dec2019. Date of report: 06dec2019. The customer indicated the backup battery was the issue. Customer stated the battery was so depleted after not being plugged in for a month that it threw that alarm. After customer plugged in the battery for a while the alarm went away and resolved the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13nov2019.

Event description:
The customer reported unit beeping every minute, indicating an alarm while connected to alternating current power. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.